Manufacturer narrative:
Lumenis investigated the reported events by contacting the user facility directly to request patient treatment settings and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. Subject device malfunction is not the suspected caused of the reported events. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings used were appropriate based on common medical practice and device labeling. Furthermore; the professional concluded the probable root cause to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling. A review of subject device labeling found the following precautionary statements: "danger -a review of the device labeling states: "tip cleaning: the sapphire tip of the handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain."

Event description:
A user facility reported that three (3) patients sustained small superficial burns to the face, neck, bikini and axilla areas respectively following hair removal treatment with the lumenis lightsheer et laser. It was further reported that all three (3) patients had healed. No report of serious injury or medical intervention to preclude permanent impairment was received.